Event description:
The customer reported the 8800 system intermittently locks up and had to be rebooted to correct the problem. The system also intermittently does not save images. No pt injury was reported.

Manufacturer narrative:
The service rep could not duplicate the problem.